Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal idle pulley. The frayed cable strands stuck out at the wrist. Additionally, the instrument was found to have scratch marks/abrasions on the edge on the bipolar yaw pulley. The scratch marks/abrasions were found on both side of the bipolar yaw pulley. Further evaluation found the instrument had damage to the conductor wire¿s insulation. The conductor wire was found nicked with no exposed intern wire. No thermal damage was observed and no missing piece of the insulation. The instrument passed electrical continuity test. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury.